Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The transmitter was returned for evaluation. The following were performed: external visual inspection and voltage test. Confirmation of the reported allegation was undetermined. The probable cause could not be determined post investigation.